Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, damage keypad overlay texture and minor scratched lcd window. No physical damage noted at belt clip rails. Pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. However, unit received with minor cracked case along the battery tube side next to the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had damage at belt clip on the insulin pump. The customer¿s blood glucose level was unknown. The product was returned for analysis.